Event description:
Ortho anchorage screws were implanted in 2007 and removed in three months later, due to the fact that they were loosening.

Manufacturer narrative:
Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or conclusion can be drawn, a follow-up report will be sent. There have been no trends identified related to this type of event.